Event description:
The customer reported to baxter corporate product surveillance of leaking connections with the clearlink continu-flo set with 3-port manifold since they started using these about 2-3 weeks ago. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).it is unknown if samples are available for evaluation but they have been requested. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.